Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during the yearly preventative maintenance of the medfusion pump in the hospital's biomedical engineering department, the device had a "clutch lever error" during the "motor drive and occlusion operational testing". However, the clutch performed correctly during the "plunger travel test". The biomedical engineer made arrangements for the medfusion pump to come back to the manufacturer for repairs. When the device was returned to the manufacturer for repair, the pump history log was downloaded. Several "check clutch/plunger lever" alarms were discovered in the history log. The biomedical engineer confirmed that the error did not occur while the medfusion pump was in use with a patient and there were no reported adverse health outcomes.

Manufacturer narrative:
One medfusion 3500 infusion syringe pump was returned for investigation. Visual inspection revealed the returned device to be in poor condition; the bottom case was cracked. A review of the device event history log found that check clutch error had occurred. During function occlusion tests, the check clutch alarm was able to be duplicated. Further investigation of the device found that the device clutch halves were worn which resulted in the check clutch alarm. Investigation determined that the observed condition of the clutch halves was due to normal wear of the device. The clutch halves were replaced. Additionally, the spring and leadscrew were replaced a preventative measure. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.